Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient's leads were burned following a magnetic resonance imaging (MRI) procedure. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time.

Event description:
A report was received that the patient's leads were burned following a magnetic resonance imaging (MRI) procedure. The patient will undergo an explant procedure.